Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Due to privacy laws, customer information may not be available on international complaints. (B)(4).

Event description:
The customer reported a button error alarm from the insulin pump, while staying in a hospital. The customer wished to return the device for a replacement but there was no authorization from the hospital in order to do so. The customer's blood glucose value was 115 mg/dl. No further information was provided.